Event description:
Accudrain ((B)(4))-leaked at the tubing juncture distal to the transducer stopcock where the tubing meets the connector interface. The drain had been in use for several days. Drain was replaced. No patient injury occurred as a result of the event. Additional clinical information was requested from the reporting facility.

Manufacturer narrative:
The device involved in the reported incident is expected to be received for evaluation. An investigation has been initiated based upon the reported information.